Manufacturer narrative:
Visual analysis was performed on the returned device. The reported broken strut on the filtration element was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Evaluation of the returned device was unable to confirm the reported complaint as there was no broken strut in the filtration element as reported and no other damage noted to the filtration element. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.e1: distributor information changed to hospital information.

Manufacturer narrative:
Date estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during use, one of the struts of the emboshield nav6 embolic protection device (epd) broke. There were no reported adverse patient effects and there was no reported adverse patient effects. No additional information was provided.